Event description:
The customer called to report that the pump did not have an audible tone. The customer stated that the pump does vibrate. The customer did not have the pump available to troubleshoot at the time of call.